Event description:
The device was sent in for service. Upon eval, it was found to run without user activation. No pt injury or other adverse consequences were reported with this event.

Manufacturer narrative:
Upon disassembly, corrosion was found on the bearings and the motor. Corrosion on such components can contribute to an intermittent electrical connection, which can result in the device unintentionally activating. The motor assembly was replaced and add'l preventative maintenance was also performed.